Event description:
It was reported that this ambicor penile prosthesis was removed as it would not inflate. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the ambicor penile prosthesis (app) at our quality assurance laboratory, the device underwent a thorough analysis. One of the cylinders has a small hole at the proximal end of cylinder consistent with sharp instrument damage. A fluid leak was identified a this same area. This cylinder kink resistant tubing (krt) was worn to the filament. Both cylinders presented wear at a fold in the middle of the cylinder body. The pump did not show any signs of abnormalities and passed the testing performed. Based on the available information, the reported allegations could not be confirmed.

Event description:
It was reported that this ambicor penile prosthesis was removed as it would not inflate. A new inflatable penile prosthesis was implanted. No patient complications were reported.